Event description:
During a procedure for an intertrochanteric fracture of the hip, the helical blade coupling screw was inserted completely. While trying to loosen the coupling screw, the head broke off. Surgeon used a conical bolt to thread into the broken piece and removed the helical blade coupling screw. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Instrument issues occurred at the end of case after all implants were in and did not effect outcome of surgery. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. A manufacturing evaluation review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened could result in loading conditions that may lead to breakage. The returned device was manufactured in december 2004 and is over 7 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid.